Event description:
Caller reported a cgm error 42, which had occurred three or more times on the current pump within the past 24 hours. There was no reported adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump since it was under warranty and provided instructions for returning the problematic pump. The customer was informed about continuing to use the current pump for insulin delivery and was instructed on how to put the pump into storage mode before returning it. The customer acknowledged all instructions and confirmed the shipping address.